Manufacturer narrative:
The account mentioned that the diffuse lamellar keratitis (dlk) first appeared after one surgeon started at the practice approximately 14 months ago. The only change is that the surgeon uses a drop of durezol on the eye intra operatively. Other surgeons never did that or experience dlk. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Account reported having 1-2 eyes per surgery day per month with diffuse lamellar keratitis grade 2. They say it¿s inconsistent on which eye is affected but is not bilateral. Patients were treated with increase in steroids regimen. All cases resolved and there is no vision impact or loss of best corrected visual acuity (bcva).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 3/31/2007, however the correct date is 4/27/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.